Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt was revised due to an occlusion in the peritoneal catheter. The report states that there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.